Manufacturer narrative:
The investigation is on-going; the outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A blood center in the us filed a complaint alleging generation of a (B)(6) for one donor while using the cobas taqscreen mpx test v2, lot w07772. The donor tested (B)(6) with the cobas ampliscreen test. The donor was (B)(6).

Manufacturer narrative:
A us customer reported the generation of a (B)(6) result for a donor sample when tested with the cobas taqscreen mpx test, v2. The donor generated positive serology results and a reactive result with another pcr test. Review of the pcr growth curve for the sample in question indicated that it was anomalous in nature. This type of growth curve has not been reported nor identified previously. Sufficient sample volume is not available for further investigation. Without the sample, the cause for the anomalous growth curve cannot be determined, and the sequence of the sample cannot be obtained and evaluated against the cobas taqscreen mpx test, v2 performance claims. (B)(4).